Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to verify the alarms in the iabp¿s diagnostic error log. To fix the issue, the fse replaced the drive manifold assembly, and completed a pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had autofill failure and pressure solenoid would not close. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d11, g1(contact person).